Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Sent a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Patient reported left side "rupture" and expressed ¿the fact I've have been in danger with a malfunctioning product raised great concern.¿ device has been explanted.

Manufacturer narrative:
Device visual evaluation: visual analysis of the identified photos: broken shell and red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The patient additionally reported, ¿the fact that I¿ve been in danger with a malfunctioning product raise great concern [for me]¿. Device has been explanted.